Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Caller resolved issue prior to calling tandem customer technical support (cts), no troubleshooting could be performed. Customer primed the tubing and changed pump supplies to resolve the issue. The customer's blood glucose was reported as high mg/dl on the continuous glucose monitor. Elevated blood glucose was addressed with manual insulin injection.